Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The catheter was evaluated and the following observations noted: there is an unknown film on rtv that is not part of the manufacturing process. The catheter material severely mashed 34cm from the connector. The device passed electronic, noise, linearity hysteresis, and signal drift tests. A review of quality records was conducted and prior to distribution. This device met all manufacturing and quality testing inspection specifications. Based on the results of the evaluations, the complaint has been unable to be confirmed and the root cause is stated to be mishandling.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the ous affiliate on (B)(6) 2019, that a patient was taken in to the ICU due to external injuries and an icp sensor was implanted. The initial score was 6 mmhg, however, the score changed lower than 0 and kept between -2 to -10 mmhg. The device has completed zeroing as per the IFU. The sales rep was dispatched to the hospital and checked the box, icp cable and sensor. The box and the cable were replaced with other box and cable, but the issue continued. The surgeon decided not to remove the sensor now and the patient is under monitoring. No further information was provided by hospital. The product will be returned to your site.